Event description:
It was reported that the caller experienced a cgm error 42 with their sensor. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, who provided complete pump reset information and guided them through the pump reset process. After resetting the pump, the error code did not reappear, and the caller successfully started their sensor session.